Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete initial reporter (tel #): (B)(6).

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) after the customer turned on the equipment, the equipment alarmed fault code 31. The iabp was not used to provide therapy. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: d5, g2. Additional information: event site telephone: (B)(6). A getinge field service engineer (fse) stated that after on-site inspection, it was determined that the motor drive board was faulty and needed to be replaced. The device not repaired. At this time, the customer has not requested getinge to repair the iabp and if any new information received in future related to part replacement will reopen the complaint and update it and a supplemental report will be submitted. H3 other text : device not yet repaired by getinge.

Event description:
N/a.